Manufacturer narrative:
This report was initially submitted following notification from a customer in thailand regarding a false positive (resistant) cefoxitin screen (oxsf) result for staphylococcus aureus, in association with vitek® 2 ast-p592 test kit 20 cards (ref. 22287, lot 3721152403). The positive oxsf result resulted in a therapeutic correction to oxacillin (ox), forcing it resistant. Repeat testing had a negative cefoxitin screen result. A biomérieux internal investigation has been completed with the following results: the strain was no longer available to be submitted for testing. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. R&d reviewed the customer raw data integration. The replicate with the positive cefoxitin screen result had growth of ~10% change at 10 hours which was considered late growth. The replicate with the negative cefoxitin screen result had no growth in the cefoxitin screen well. There was no evidence noted of contamination across the card. Vitek® 2 ast-p592 cards, lot 3721152403, met final qc release criteria. This lot passed qc performance testing. See h10.

Event description:
A customer from (B)(6) notified biomerieux of a (B)(6) result for staphylococcus aureus, in association with vitek® 2 ast-p592 test kit 20 cards (ref. 22287, lot 3721152403). The (B)(6) result resulted in a therapeutic correction to (B)(6), forcing it (B)(6). Alternative test methods were performed by the customer. Disc diffusion gave a (B)(6) result of (B)(6), and biofire pneumonia panel gave a result of (B)(6). Summary: s. Aureus. Ast-p592, lot 3721152403. Initial: (B)(6). Repeat: (B)(6). Alternative: disc diffusion, (B)(6) / biofire pneumonia panel=(B)(6) / meca/c and mrej not detected. Expected result: (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomerieux internal investigation has been initiated.